Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 36-54 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.